Event description:
It was reported that the patient didn't have a device turned on because it wouldn't hold a charge and coverage was not great. It was noted that there were no known falls or trauma and the patient last felt stimulation a year prior to the report. The reporter stated that the device was replaced. It was reported that the device was not interrogated before it died and the patient knew that electrodes 4, 5, and 6 "were out" prior to replacement. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 37082-40, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3998, lot# v175498, implanted: (B)(6) 2008. Product type: lead. (B)(4).

Event description:
Additional information received reported that x-rays had not been taken yet. The doctor wanted to ¿sr to see if he could get any different results before doing an x-ray.¿ it was unclear what ¿sr¿ was referring to.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that patient's healthcare professional (hcp) was going to plan to take an x-ray and see where the lead was placed.